Manufacturer narrative:
The surgical questionnaire was completed by quality with limited information.  Potential causes of infection are patient non-compliance (touching or picking the wound), implanting a non-sterile device, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, not prescribing antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA: 2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported an infection. No additional information provided.